Event description:
It was reported that the cot was being transported in an ambulance that was involved in an accident. It was alleged that the accident caused the cot's battery to catch on fire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This issue was resolved for the customer by sending them a letter requesting that they remove the product from service.

Event description:
It was originally reported that the cot was being transported in an ambulance that was involved in an accident and that due to the accident the cot's battery caught on fire. However, after further communication with the customer, it was determined that the fire started in the ambulance's battery, and that the cot subsequently experienced fire due to the ambulance's battery fire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.